Event description:
Pt underwent an aortobifemoral vascular bypass in 2007. Secondary to a graft occlusion, a re-intervention was performed in 2008. The limbs of the graft were reported to be found hard (calcific aspect) and stiff. It was reported that a 6fr fogerty catheter could not pass through the limbs beyond the inguinal area.

Manufacturer narrative:
No facility number has been assigned to this report. No device eval was performed since the graft was not returned to the manufacturer. A review of the device history records indicated that the graft was processed, inspected and released according to procedures. No anomaly was evidenced. No conclusion can be drawn. There was no other report involving a graft from the same batch number.